Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his 100 mg/dl to 105 mg/dl; he ate pretzels but soon suffered a severe low blood glucose incident. His blood glucose dropped between 50 mg/dl and 60 mg/dl. The customer passed out and required medical assistance; he was not taken to the hospital. During troubleshooting for the low blood glucose, there were no insulin pump anomalies noted. However, the customer was unsure if the insulin pump was over-delivering or not. The insulin pump was not returned for analysis.